Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps (B)(6) reported joint angle inconsistent error on j4; asset: rob603, case number: (B)(4). Case type: tka. Update: surgery was completed manually. Surgical delay approximately 20min. Patient under anesthesia.

Event description:
Mps (B)(6). Reported joint angle inconsistent error on j4 asset: rob603 case number: 03583158. Case type: tka. Update: surgery was completed manually. Surgical delay approximately 20min. Patient under anethesia.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: mps (B)(6) reported joint angle inconsistent error on j4. Device evaluation and results: per wo-01649974: replaced j4 encoder assy. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of device history records shows that on 08/03/17 1 device was inspected and 1 device was placed on: qt 17-07-0042, qt 17-07-0043, qt 17-07-0074, qt 17-07-0060, qt 17-07-0061, qt 17-07-0059. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 207149 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.